Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's reported problem was able to be verified. Inspected the pump and during power up, it alarmed error code 104 and displayed on the screen. The error code 104 indicated a problem with high current motor. Further investigation of the pump determined that the motor was defective and was the root cause of the issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump exhibited alarm with blank screen. There was no patient involvement in this event. No adverse effects were reported.